Event description:
It was reported that through merlin.net transmission, inappropriate auto mode switching episodes caused by competitive atrial pacing were observed. Recommended programming changes will be discussed with the physician.